Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 3. There was no adverse impact to the customer¿s blood glucose level. The customer was to use multiple daily injections (mdi) as a backup therapy.